Event description:
Boston scientific received information that stored electrograms indicated large amplitude noise on both the right ventricular lead and shock channels. A real time egm with pocket manipulation did not display the same degree of noise on the shock channel. A potential revision procedure was discussed. Duration was increased to eight seconds to prevent any inappropriate therapy. It was noted that the patient did not require pacing therapy. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.